Manufacturer narrative:
Date of event was reported as starting about 2 weeks ago. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s therapy had not been working, in the last 2 weeks, like it usually did. The family member stated that about 2 weeks ago the patient started urinating frequently. They also stated that they had tried all the settings and all 4 programs. In addition, the family member had increased the stimulation up to 1.5 volts on some of the programs and noted that if they went high enough, the patient could feel it in their foot. Using the programmer, the family member mentioned ¿the buttons were a little bit of a pain¿ they hoped ¿it did not shut it off¿. It was determined the stimulation was off. They stated ¿are you kidding me¿ and was surprised that the implantable neurostimulator (ins) was off. The family member noted that the patient felt the stimulation before. The stimulation was turned back on and was adjust to where the patient felt comfortable stimulation. The reporter was going to monitor the patient¿s symptoms and was to follow up with the healthcare professional (hcp) if there was no improvement. There were no further complications reported or anticipated.